Event description:
It was reported that the patient with a right ventricular lead presented to the hospital with chest pain and palpitations. The patient had been feeling fatigued weeks prior to admission. An echocardiogram confirmed a pericardial effusion and was admitted for a short stay monitoring. Cardiovascular medication was administered. No further intervention was performed. The patient condition was stable.